Event description:
It was reported that multiple cartridges were leaking insulin from the septum. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge and resumed insulin therapy.